Event description:
The user facility reported that during a diagnostic colonoscopy procedure, they experienced a total loss of image. The procedure was successfully completed using a similar but different device. There was no pt injury report.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed a complete loss of image with no nbi function of ID data transmission present. The evaluation isolated the image loss was due to the charged coupled device (ccd). Inspection of the ccd found large dents on the insertion tube, which likely damaged the ccd unit and resulted in the image loss. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.